Event description:
Complainant alleged that during biomed testing the device did not display an ECG rhythm through paddles. Complainant indicated that there was no pt involvement in the reported malfunction.